Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, mmt-213a. Troubleshooting was not performed. Customer reported insulin flow blocked alarm and pump rejected batteries. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-213a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed, sleep current measurement, active current measurement and self test. Pump successfully downloaded traces and history file using thump. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted, during testing however, noted in the pump trace download on [08/06/2024] at [16:45:51.000]. No unexpected insulin flow blocked alarms noted, during testing or in the pump history within two weeks of the event date. No motor alarms noted, in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.5mv at zero offset). Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap reservoir locks properly into place. The following were noted, during visual inspection: scratched case. In summary, customer allegation for failed battery alarm not confirmed, during testing or in the power management graph. Alleged, insulin flow block alarms not confirmed, during testing. The pump did not meet specification, due to a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.